Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limits information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt received the surgical lead as a trial lead. The pt received effective stimulation and it was reported the plan was to implant the ipg two days after the lead implant. It was reported the pt was found to have an infection on the leg, which was unrelated to the lead. It was decided to remove the lead rather than move forward with the implant of the ipg due to the infection.